Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl + defibrillator indicating that the electric shock board failed. The fse evaluated the device onsite and found black residue on the rectangular paddle electrode. The fse replaced the rectangular paddle electrode to resolve the issue, and the device was returned to service. The device remains at the customer's site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was due to the contaminated rectangular paddle electrode, which was caused by not drying the jelly off the paddle electrode. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The rectangular paddle electrode was replaced to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor exhibited a electric shock board failure. There was no reported patient involvement.